Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer ongoing experienced low blood glucose (bg) levels in the 40 mg/dl range. Reportedly, the customer had been stressed and the pump settings needed to be adjusted. Customer addressed low bg levels with juice or candy.